Event description:
It was reported that the implantable cardioverter defibrillator system was electively revised for patient comfort. After the procedure, p-waves decreased from greater than 3 mv to 0.5 mv, and there was no capture at maximum output. The base rate was decreased to 50 beats per minute to alleviate the symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.